Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a heavily calcified native valve, the valve was attempted to be implanted, however the physician had concerns over under-expansion. The valve was recaptured and removed from the patient. A replacement valve was loaded. The replacement valve appeared the same at 80% deployed, however the team elected to deploy. The valve was post dilated and was reported to be functioning adequately. No paravalvular leak (pvl) or residual gradient were reported. The following day, a permanent pacemaker was implanted for complete heart block (chb). No additional adverse patient effects were reported. Additional information was received that the chb first occurred during the valve implant procedure, while crossing the native annulus with a guidewire (manufacturer unknown). No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, in original packaging and jar submerged in clear solution, visual analysis showed the valve appeared discolored with evidence of blood contact. All leaflets were flexible and appeared intact. As received, all leaflets were in the closed position with a slight gap between leaflet 1 and 2. All commissures were intact. The valve was then placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was subsequently deployed and appeared to exhibit a complete dilation; no anomalies were observed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Based on analysis of the returned valve, the valve appeared to exhibit a complete dilation; no anomalies were observed. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.